Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""fluid build up in chest cavity", "wears a suit to assist in reducing fluid build up', "suit/implants cause itching" and exchange of textured breast implants due to the patient¿s concern with the product."" Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side fluid build up in chest cavity", "wears a suit to assist in reducing fluid build up', "suit/implants cause itching" and exchange of textured breast implants due to the patient¿s concern with the product. Patient additionally reported being "really sick for 3 years." Device remains implanted.